Event description:
A fresenius regional sales manager reported that a dialyzer blood leak was observed after the completion of the patient¿s hemodialysis (hd) treatment. Upon follow up, it was reported that the blood leak was internal and visually observed on the hansen connector tubing after the patient¿s treatment was successfully completed. The machine, a fresenius 2008t machine, did not alarm for a blood leak during treatment. Blood leak test strips were not used to confirm the observed blood. There was no estimated blood loss (ebl) reported, nor any patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment successfully on the same machine with the same supplies. The dialyzer sample was discarded.

Manufacturer narrative:
Additional information: g1 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirme.

Event description:
A fresenius regional sales manager reported that a dialyzer blood leak was observed after the completion of the patient¿s hemodialysis (hd) treatment. Upon follow up, it was reported that the blood leak was internal and visually observed on the hansen connector tubing after the patient¿s treatment was successfully completed. The machine, a fresenius 2008t machine, did not alarm for a blood leak during treatment. Blood leak test strips were not used to confirm the observed blood. There was no estimated blood loss (ebl) reported, nor any patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment successfully on the same machine with the same supplies. The dialyzer sample was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius regional sales manager reported that a dialyzer blood leak was observed after the completion of the patient¿s hemodialysis (hd) treatment. Upon follow up, it was reported that the blood leak was internal and visually observed on the hansen connector tubing after the patient¿s treatment was successfully completed. The machine, a fresenius 2008t machine, did not alarm for a blood leak during treatment. Blood leak test strips were not used to confirm the observed blood. There was no estimated blood loss (ebl) reported, nor any patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment successfully on the same machine with the same supplies. The dialyzer sample was discarded.